Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified surgical intervention took place on (B)(6) 2015. However, no adjustments were made to the patient's extensions during the surgical procedure. Furthermore, the patient's discomfort at the extension sites has not resolved but no additional intervention is planned at this time.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort at her scs extension site. Surgical intervention is planned for a later date to address the issue. The patient has two model 3386 extensions from the same lot.